Event description:
The pt received an scs system, including two percutaneous leads, on (B)(6) 2010. It was reported the pt was undergoing a lead revision procedure (upgrade). After two hours of surgery, the physician was still unable to successfully place the new lead due to scar tissue and pt anatomy. The surgery was abandoned. The original leads remain in use. The model, serial and lot numbers of the unused leads were not available. The unused leads were not returned to the MFR for analysis. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.